Event description:
It was reported that the patient underwent a sling procedure for the treatment of stress urinary incontinence in 2005. There were no intraoperative or immediate postoperative complaints related to the sling. The patient was discharged home 4 days later with a normal voiding pattern. Two days later, the patient reported an episode of cystitis, which occurred for 8 days. The patient was treated with gatifloxacin for 6 days, and the event resolved. The patient again developed cystitis, and was treated with gatifloxacin for 6 days.

Manufacturer narrative:
H-6 conclusion codes: suburethral slings are not intended to treat or prevent urinary tract infection. The development of a urinary tract infection following suburethral sling is not the result of the device itself. The cystitis in 2005 may have been related to the surgical procedure due to its occurence within two to three weeks of the surgery. This may occur due to the instrumentation associated with the surgery or incomplete emptying after the procedure. It could also be related to resumption of sexual activity. It is impossible to determine the exact source. The cystitis occuring over a year later in 05/2006 is unrelated to the device or surgery.